Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) did not emit tones when a magnet was applied. The patient was undergoing surgery and the magnet was placed to disable the device. The surgery was completed without the use of electrocautery.